Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient woke up feeling sick, fatigue, extremely thirsty and reported that their heart was pounding. The cgm was displaying 300 mg/dl but the reading did not match her symptoms to she took a bg and it was 560 mg/dl. The patient called for an ambulance. The patient was transported to the hospital and was diagnosed with diabetic ketoacidosis. The patient was treated with 6 units of unspecified insulin by drip and also unspecified glucose 4 units for hypoglycemia at some point during the event. At the time of the report, the patient's condition was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.